Event description:
A renegade hi flo catheter was used for a therapeutic procedure. It was originally reported that the guidewire could not be advanced into the catheter upon insertion. The engineering evaluation revealed the unit was broken at 27.5 and 28.5 centimeters from the strain relief with the inner braid exposed.